Event description:
An (B) (6) male pt who had a history of cerebral artery aneurysm, underwent aaa repair on (B) (6) 2010. The pt's anatomical form was not suitable for aaa repair since the diameter of left external iliac artery was 6mm. The procedure was conducted as prescribed, but final confirmatory angiography revealed a proximal type I endoleak. A main body extension was placed to resolve the endoleak, however, a slight endoleak remained. The physician assumed it would be resolved after heparin neuralization, and finished the procedure. The pt's condition after the procedure is unk as not provided by the reporter.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instruction for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. The complaint correspondence indicates that the pt's anatomical form was outside the IFU because the diameter of left external iliac artery was 6mm, however, it is unclear at this time the cause of the endoleak. We will notify the appropriate personnel (in-house) of the event and continue to monitor for similar complaints.